Manufacturer narrative:
Important medical event.

Event description:
Initial info was reported by a physician to a sanofi aventis sales rep on (B)(6) 2010: a female pt received her fourth cycle of poly-l-lactic acid (sculptra, lot# and exp date unk) on (B)(6) 2010. She developed visible nodules and papules in the right mid-cheek area after the pt's fourth cycle. The physician saw the pt on (B)(6) 2010 at which time he injected her with triamcinolone (kenalog) around the nodule. The physician was concerned because there seemed to be some inflammation in the area also. No further info reported.